Event description:
Patient was revised to address poly wear, osteolysis, and loosening.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation could not verify or draw any conclusions about the reported event without the devices to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.